Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported per field service report: pump was on patient. Symptom - pump was reading 2.5cc's. Catheter read full volume when pump was switched out. Findings/actions taken: checked out pump volume displacement, readings okay. Performed preventative maintenance.